Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during an anterior repair procedure on (B)(6) 2012. Post-procedure, the patient experienced urinary retention and was required to self-catheterize (specifics unknown). Reportedly, the physician does not know what caused the retention, which resolved without further medical intervention. The patient, who is over 18 years of age, is fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was not used past its expiry date.